Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and increased sensitivity. No further patient complications were reported.